Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During osteosynthesis of a scaphoid, the driver shaft broke when a screw was being inserted. The surgeon spread the to removed all the fragments.

Manufacturer narrative:
The reported event that the tip of a screwdriver / depth gauge 2 in 1 autofix 2.0/2.5, 10-30mm broke during surgery could be confirmed. Based on investigation, the root cause was attributed to be user related. The most likely cause is that excessive torque was applied during screwing. In addition to this, also the following factors might have contributed to the event. The device had experienced excessive use or force and became susceptible to breakage. The instrument was not examined for wear and tear before surgery. Hard/dense bone. The device was received with broken tip. No fragments have been provided. The helical trend of the breakage is typical of over torque. The fracture breakage was analyzed. Most of it presents the pattern of instantaneous zone (uniform fine grained texture), representing the final fracture zone (overload fracture). A review of the device history for the reported lot was performed. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During osteosynthesis of a scaphoid, the driver shaft broke when a screw was being inserted. The surgeon spread the to removed all the fragments.